Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A review of the event history log did not find evidence of system error 322 alarms however the error was reproduced during incoming testing. The cause was determined to be a failing lower auxiliary. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error low) alarm. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.